Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The sheath had an air ingress issue, so it was replaced immediately. The procedure was completed successfully. No patient complications were reported. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reporter information updated.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The sheath had an air ingress issue, so it was replaced immediately. No air was observed in the patient. The procedure was completed successfully. No patient complications were reported. It is unknown if the device will be returned for analysis.